Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing: battery compartment) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/27/2017. The device has been returned and evaluated by product analysis on 06/29/2017 with the following findings. One visible moisture corrosion in battery compartment. Battery compartment crack above grip pad and near lower right corner of grip pad. Two cartridge compartment crack near top right corner of grip pad. Cartridge cap still tightens to pump. Base crack between case seal and keypad.3 leak test failed due to battery compartment crack. Opened pump, no moisture found.